Event description:
It was reported that a spectrum pump alarmed for a system error 105 during testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed when the device was powered on, but could not be reproduced during the evaluation. System error 105 was confirmed and caused by a failed motor flex. As a result, the failed motor has been replaced.